Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display after four battery changes due to a low battery warning. Customer's blood glucose was 45 mg/dl, which was treated with gatorade. During troubleshooting, customer reported of not having any more batteries for testing. Customer was advised that battery cap would be replaced and to change batteries as soon as possible.